Manufacturer narrative:
Product event summary: : the 10fcc13 sheath with lot number 0012564685 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed and no anomaly was discovered. The functional testing was performed. No anomaly was discovered. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.04942 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00452 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported issue of a clot being aspirated was not able to be confirmed through analysis. The reported issue of a kink was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the sheath port tubing had kinked and a clot was aspirated. The side port tubing was bent back into a straight streamline position and monitored it during manipulation. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.